Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The motor control board and the motor end-stage board were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue is traceable to defective pump electronics.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped and displayed a motor control failure error message during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the replaced boards were requested for further analysis. Upon visual inspection, traces of fluid were detected on both boards. The most likely root cause of the reported issue is fluid ingress into the roller pump and, consequently, on the internal boards due to an improper cleaning procedure followed by the customer. Indeed, the instruction for use recommends not to use spray detergents in order to avoid fluid penetration. Taking into account the above facts, the root cause of the reported malfunction was traced back to a defective hms and hmf boards.

Event description:
See initial report.